Manufacturer narrative:
Additional information has been requested and if received, will be provided on the supplemental.

Event description:
Offset connector was dislodged from the long screen. Doctor replaced the screw and offset connector.